Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturers investigation results. Based on the results of the investigation, because the subject device was not returned, and the scope was not microbiologically tested by olympus, the reported event could not be confirmed, and a root cause could not be determined. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination over a 12 month period. The issue was found during a routine culture of the scope, managed by the facility and retested negative after reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.